Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. The patient experienced multiple complications including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01121. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). On (B)(6) 2011 the patient underwent a midline transvaginal sling lysis and sling revision, due to urinary retention as a result of urethral obstruction after the pubovaginal sling, which was performed for stress urinary incontinence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a sling procedure on (B)(6) 2010. The patient experienced multiple complications including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided. (B)(4).